Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions h11: investigation summary - complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code, occlusion in the tubing and/or tubing connectors-blockage additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the autosoft 30 t:lock product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action (CAPA) 2537214 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: autosoft 30 t lock occlusion.docx enclosure 1: eqms search results enclosure 2: maintenance results enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination: the assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action CAPA 2537214 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high level review of the autosoft 30 t:lock product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction, prompting initiation of a CAPA to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. The record may be reassessed if additional information becomes available. Root cause of problem: root cause could not be determined at the individual complaint level due to the absence of a lot number and returned product, which limits the ability to trace or analyze a specific device. Trend related contributing factors for the product family will be evaluated under the CAPA, with actions implemented as warranted by the findings. Corrective action as a result of the investigation: no corrective actions are required at the individual complaint level. Corrective and/or preventive actions, if warranted, will be evaluated and implemented under the initiated CAPA associated with complaint trending. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The blood glucose level was 885 mg/dl, positive for ketones and patient first went to emergency room (ER) and was subsequently hospitalized for two days. The patient was treated with intravenous fluids of saline and insulin. No further information available.